Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the cable was twisted and that the device failed uplink tests. The cable was replaced to resolve and it was additionally noted that the label was replaced as well. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.